Manufacturer narrative:
Lot numbers # 18g034, 18g027, and 18j004. Two single-use devices were received for evaluation. Visual inspection revealed that the bladders of both devices were ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted for lots 18g034, 18g027, and 18j004, and there were no deviations found related to this reported condition during the manufacture of any of the lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. It was reported that the bladders of three (3) large volume folfusors ruptured during infusion. One event involved a (B)(6) year-old (B)(6) kg female patient, one event involved a (B)(6) year-old male patient, and patient identifiers were unknown for the third patient. There was no patient injury or medical intervention associated with these events. No additional information is available.